Manufacturer narrative:
Date of event is estimated. Weight unknown. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient experienced an infection. As a result, the patient underwent surgical intervention wherein the scs system was explanted to address the issue. Explant date is unknown. Infection has resolved.